Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received occlusion alarms. Blood glucose was 217 mg/dl. The cause of the occlusion was not known. Reportedly, the customer changed the pump supplies and resumed insulin delivery.